Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 150 to 170mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 302mg/dl and 350mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 356mg/dl, (B)(6) 2016 08:16 pm, fasting: no. A 285mg/dl, (B)(6) 2016 08:14 pm, fasting: no. A 157mg/dl, (B)(6) 2016 07:33 pm, fasting: no.